Event description:
A report was received that a patient has developed a cyst along their midline incision from their initial stitches and the physician decided to more the ipg 2cm to the left to provide the patient a more comfortable charge. The patient was administered intravenous antibiotics during the procedure and was prescribed oral antibiotics post-procedure as a precaution. The patient is reportedly doing fine following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #s: (B)(4), description: linear st lead, 50cm.